Event description:
Same case as 6000089-2007-00331. It was reported by the consumer that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The initial implant occurred in 2005. Two taxus express2 drug eluting stents were placed, a 2.5x16mm and a 2.5x8mm, to an unk vessel. The pt reports that he had a second mi in 2006 and then underwent two vessel CABG in 2007. "The by-pass grafting was necessary because the areas of the two stents had endothelial tissue restenosis that could not be opened with angioplasty." Add'l info regarding this event has been requested. It is noted that this product, the 2.5x8mm taxus stent, was used after the expiration date.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.